Event description:
It was reported that a client developed blisters after being treated with the product earlier in the day at the office of her massage therapist.

Manufacturer narrative:
It was reported that a client developed blisters after being treated with the product earlier in the day at the office of her massage therapist. We performed a heat-rise test on the unit and found that it operated within parameters. The components and fabric foundation showed no evidence of exposure to excessive heat, and there was no defect in the performance of the unit. We were unable to determine the cause of this report.